Event description:
Reference number (B)(4). Event occurred in united kingdon. It was reported that patient faced three infusion set leakage event on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for 24 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3.